Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during a routine device replacement procedure, evidence of wearing on the outer insulation of the implantable pacing lead was observed. A lead repair kit was utilized to repair the lead during the procedure. The lead remains in use. No patient complications have been reported as a result of this event.